Event description:
Reporter stated that 3 yrs ago he was using the minimed infusion pump for his diabetes and was admitted on 3 separate occasions. Reporter said on 1 occasion he didn't receive insulin for 3 days because the cannula was bent, and ended up in the hospital with ketoacidosis.